Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(6) study. On (B)(6) 2012, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully using this catheter. No issues were noted with the device. On (B)(6) 2012, the patient experienced an adverse event of asthma aggravated. The patient presented to the hospital with a wheeze and cough. She was treated medically with a prednisone taper starting at 60mg from (B)(6) 2012. Subsequently, the patient's cough worsened. The physician felt that the escalation and productivity of the cough suggested that there was an underlying infection. She was treated with azithromycin (250 mg) from (B)(6) 2012. On (B)(6) 2012, the event was reported to be resolved. No hospitalizations or emergency room visits occurred as a result of this event. **additional information received on (B)(6) 2012.** on (B)(6) 2012, the event of asthma aggravated was reported to be resolved.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study: (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Infection and exacerbated asthma are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2012 as part of the post approval (B)(6) clinical study. On (B)(6), 2012, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully using this catheter. No issues were noted with the device. On (B)(6), 2012, the patient experienced an adverse event of asthma aggravated. The patient presented to the hospital with a wheeze and cough. She was treated medically with a prednisone taper starting at 60mg from (B)(6), 2012. Subsequently, the patient's cough worsened. The physician felt that the escalation and productivity of the cough suggested that there was an underlying infection. She was treated with azithromycin (250 mg) from (B)(6), 2012. On (B)(6), 2012, the event was reported to be resolved. No hospitalizations or emergency room visits occurred as a result of this event. (B)(4).